Event description:
The facility returned the device for service. During service the baxter repair technician reported 16:310. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 16:310 was confirmed. The user interface module printed circuit board was replaced. Typically, this failure is associated with depleted batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.